Event description:
It was reported that they were getting gridlines on images; this caused the patient to be re-exposed. It was determined that the grid needed to be reset; once this was done, the system is working as intended